Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to dislocation. Clear manufacturing differences noted between current poly (right) and 2015 poly (left). Articular surfaces were completely different ra (surface roughness). The old was polished glossy smooth, the new was matte-finished. It was noticed the matte-finish on a rolling basis starting about 3-6 months ago, but didn¿t have anything to compare to until this dislocation.

Manufacturer narrative:
The follow up report is being submitted to relay additional information.